Event description:
Report received of a filter leak requiring a set change on one filter extension set. The extension set was connected distal to the primary omni-flow pump set, infusing tpn at an unknown rate. The infusion was begun at approximately 9pm, and leakage at the filter air vent was noted the following day shift. The customer reported that there was no adverse event, fever, infection, known drop in blood sugar or symptoms of hypoglycemia. Although requested, no additional information was provided.